Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it had remained implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no imagery provided for evaluation; however, there were medical records provided for evaluation. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the valve stenosis and central regurgitation that contributed to a cardiac arrest and subsequent patient death were confirmed empirically from the medical records. A review of the IFU/training materials revealed no deficiencies. An existing technical summary written by edwards lifesciences documents the root cause analysis on post-implantation events for the sapien m3 valve. Per the technical summary, valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect of device malfunction contributed to the event. Per review of the medical records, approximately 1 year 3 months and 17 days post transcatheter mitral valve replacement (tmvr), a transthoracic echocardiogram (tte) revealed mild mitral valve stenosis with a mean gradient of 19 mmhg. There was also mild (1+) valvular mitral regurgitation noted. At the patient's 30-day tte follow up, it was noted that the sapien m3 valve was well-seated with a mean gradient of 4 mmhg and trace valvular regurgitation. There was no additional information as to what may have caused the stenosis and central regurgitation to occur. In regard to the valve stenosis, the technical summary lists the following as potential root causes: leaflet thickening, reduced leaflet motion, inadequate anticoagulant therapy, thrombosis, hyperlipidemia, chronic kidney disease. In regard to the central regurgitation, the technical summary lists the following as potential root causes: reduced leaflet motion, thrombosis, diabetes, hyperlipidemia, leaflet thickening, endocarditis and under expanded valve. In this case, a definitive root cause was unable to be determined at this time; however, the valve stenosis may have been due to patient factors while the central regurgitation may have been due to patient and procedural factors. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from a clinical study, approximately 1 year 3 months 17 days post transseptal transcatheter mitral valve replacement (tmvr) procedure with a 29 mm sapien m3 valve, a transthoracic echocardiogram (tte) was performed revealing a stenotic bioprosthetic mitral valve (mv) with a mean gradient (mg) of 19 mmhg. The mitral valve stenosis was noted to be mild. There was also mild (1+) valvular mitral regurgitation. Subsequently, additional information was received via medical records. Approximately 1 year 3 months 17 days post tmvr procedure, the patient was seen for congestive heart failure (chf) exacerbation and a tte was performed which revealed the valve had a mean gradient of 19 mmhg with mild central mitral regurgitation (mr) with a severely reduced ejection fraction (ef) of 20-25% in chf. It was noted that the valve was stenotic. Approximately two days later, the patient went into pulseless electrical activity (pea) arrest and passed away.

Manufacturer narrative:
The complaint device, sapien m3 valve - model 9880tfx29mclus, is not sold or marketed in the us; however, it is deemed similar to the sapien 3 transcatheter heart valve - model 9600tfx29, PMA number p140031. The PMA/510(k) field will be blank. The investigation is ongoing.